Event description:
The reporter contacted animas on (B)(6) 2014 alleging a cartridge leak. They are not sure if the cartridge is leaking but there was smell of insulin in the cartridge component. The reporter stated that the patient had a blood glucose (bg) of 300mg/dl with polydypsia. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to the alleged cartridge leak.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2014 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.